Event description:
The affected device came into sscor for repair with a reported problem of "pump motor runs but no vacuum at hose connection". Sscors inspection found the problem to be a broken eccentric in the unit's pump. The pump was removed and sent to thomas ind. (The pump MFR) for eval. Thomas ind found the source of the problem to be a broken eccentric nib.